Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during an upgrade procedure the pulse generator was exposed to electrocautery and loss output was noted.